Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. 20 retained samples (lot 0027515 and 20 retained samples (lot 0056962) from bd inventory were draw-tested and no issues were observed relating to underfill as all samples met specifications.. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported that during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes underfilled. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reports that several tubes didn't draw enough volume of blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 0027515 & 0056962 were reported, however, these are not lot numbers manufactured for this product. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown . (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes underfilled. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that several tubes didn¿t draw enough volume of blood.